Manufacturer narrative:
Concomitant medical product: product ID: 97755, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). The patient reported that for the past 2-3 weeks she has been receiving system problem rm04 and software problem 1.intellis 2.3.0 3.1540 4.apmanagerfee when charging the ins. The patient reported that the relay box and the coil get warm which causes the ins internally to feel warm.